Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon therapy (iab), the console generated an iab catheter check alarm. There was no tortuosity of the blood vessel. The iab was removed. There was no patient injury reported.

Event description:
It was reported that during intra-aortic balloon therapy (iab), the console generated an iab catheter check alarm. There was no tortuosity of the blood vessel. The iab was removed. There was no patient injury reported.

Manufacturer narrative:
Corrected sections: b4- changed lot # from 3000050493 to 3000050493. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. Three kinks were found on the catheter tubing approximately 60.7cm, 75.2cm & 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extender and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated kinks in the catheter. We are unable to determine when the kinks occurred, however, the kinks found on the returned device restricted the gas passage and resulted in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon therapy (iab), the console generated an iab catheter check alarm. There was no tortuosity of the blood vessel. The iab was removed. There was no patient injury reported.